Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Tampon fragments left in her body and the doctor removed it- vagina [foreign body in reproductive tract]. Tampon was broken [device breakage] . Middle of the tampon became dented [device physical property issue]. She said that half of the product was broken off when she removed it [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke, and pieces were retained. No serious injury reported.

Manufacturer narrative:
Product investigation is in progress

Event description:
Tampon fragments left in her body and the doctor removed it- vagina [foreign body in reproductive tract] tampon was broken [device breakage] middle of the tampon became dented [device physical property issue] she said that half of the product was broken off when she removed it [complication of device removal]. Case narrative: consumer reported via phone that the tampon broke, and pieces were retained. No serious injury reported.